Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the op check. There was no reported patient involvement.

Event description:
It was reported to philips that the device failed the op check. There was no reported patient involvement//adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab testing. The therapy connector j16 pins were found to have cold solder joint resulting in lifted pins, and therefore defib test failure during operational check. The available information is consistent with a malfunction of the processor pca. The cause was therapy connector j16 pins were found to have cold solder joint resulting in lifted pins. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.